Event description:
Pt reported experiencing high blood glucose (400-500 mg/dl), in 2005. They had attempted to self-treated by programming additional boluses; however, their blood glucose continued to increase. The following morining (2005), pt's blood glucose again measured 500 mg/dl. Pt phoned for an ambulance and was transported to the hospital's intensive care unit. They indicated that they were diagnosed with diabetic ketoacidosis, almost slipped into a coma, and was "in and out of it," for 2 days. Pt was treated with an insulin drip, IV fluids, and placed on a respirator. They were discharged, from the hospital, on the 5th day.